Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported silicone sleeve of the clave port remained in the opened position were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position. It was reported that after the option-lok male adapter of the extension tubing set was connected to the pt's IV access site, the male adapter of an unspecified syringe was connected to the clave port of the extension tubing set. At an unspecified time, the syringe was disconnected from the clave port of the extension tubing set and the male adapter of a microbore extension filter tubing set was connected to the clave port of the extension tubing set for delivery of an unspecified concentration of pantoloc, at a rate of 250ml/hr. After the delivery was complete, the extension tubing set was then used to deliver an unspecified concentration of amiodarone, at a rate of 600ml/hr. The customer contact reported that after 30 minutes in use, an unspecified volume of solution leaked at the connector of the clave port and the male adapter of the microbore extension filter tubing set. It was reported that "the clear plastic inside part of the clave got stuck inside and wouldn't pop out." No specific details were provided. The extension tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.